Manufacturer narrative:
G6: the '30 day report' box was not checked but should have been checked with the previous regulatory report sent for the new information received on december 9th, 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that patient said "it takes days and days to get to 20 percent in my implant" and it started happening "weeks ago" and then confirmed it started in (B)(6) ((B)(6) 2020). Patient service specialist (pss) had patient try to use equipment and it said "cannot provide desired settings." Pss had patient unplug cord and battery pack and it didn't resolve. She was seeing poor recharge quality. Patient confirmed that the controller was at 80 percent and ins was at 20 percent. Patient called back and reported having the same problems as he did from the previous call with the new equipment he received. Patient mentioned that he could get the controller charged up and when he went to charge his implant, "it is not going to my back." Patient was not able to feel the stimulation which was the same issue he had. On the call, pss had patient use his equipment and the patient was showing the controller was 50 percent charged, and the implant at 30 percent charged with excellent recharge quality. Patient could get the implant to 100 percent charged but would not feel the stim. Pss reviewed information about how to adjust settings and patient was unable to feel stim even when increasing stim and adjusting settings. When pss was instructing patient how to change settings, the patient said his white button on the top of the controller would not do anything if he pressed the button. No further complications were reported.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported they received the recharger telemetry module (rtm) cord months ago but it never worked.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.